Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 02-010-03-0335 - logic cr femoral cem, right, sz 3.5 4459530 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t 4424833.

Event description:
It was reported that this patient had an original exactech total knee arthroplasty (tka) on their right side. The patient returned to surgeons office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient underwent a poly tibial insert swap and patella swap. Patient was last known to be in stable condition. Product will not be returned; the implant(s) were sent to the lab and legal at the hospital.

Manufacturer narrative:
The revision reported in (B)(4) was likely the result of pain, instability, and prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis, however, it cannot be confirmed. H6: corrected medical device, component, and investigation clinical codes.